Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-02713. Medical product vngd ant stblzd brg 12x71 item# 189062 lot# 216200; biomet ilok pri tib tray 71mm item# 141213 lot# 703580; series a pat std 31 3 peg item# 184764 lot# 102260; tibial stem extension item# unk lot# 269580; biomet bone cement item# unk lot# 844c1d0020. Manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. Mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. The patient underwent a manipulation approximately six weeks post initial tka in which scar tissue was released. This resolved the complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent manipulation under anesthesia approximately seven weeks post implantation due to arthrofibrosis. The patient demonstrated full range of motion with only slight pain at subsequent follow ups. Attempts to obtain additional information have been made; however, no more information is available.